Event description:
Later, it was reported that the generator was received into the product analysis lab. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The caregiver wanted understand why the device depleted so quickly. The suspect device has not been received by the manufacturer to date no other relevant information has been received to date.

Event description:
Later, product analysis was completed on the explanted generator. There were no performance, or any other type of adverse conditions found with the pulse generator.